Event description:
It was reported that a patient couldn¿t get his implantable neurostimulator (ins) to charge. It was reported that there was a communication problem. It was stated that the patient saw the reposition antenna screen on the implantable neurostimulator recharger (insr) when he placed the antenna over the implant and pressed the start charge button. It was reported that the patient had seen the reposition antenna screen on the insr for ¿quite awhile¿- about a month. It was stated that the patient couldn¿t remember the last time he successfully charged. It was reported that the patient was not feeling stimulation and didn¿t remember when the last time he felt stimulation was. It was noted that the patient has lost ¿part of his memory, particularly his short term memory¿. It was noted that the patient didn¿t have a healthcare professional (hcp) for the device currently but he went to the va to see his primary care hcp. It was noted that the patient asked about having the device removed, and the patient was redirected to his hcp. Additional information received reported that the patient had not been able to charge the ins in over a year. It was noted that the patient had a new managing healthcare professional (hcp) who said he would consider contacting a manufacturer¿s representative about assisting with recharging, but first wanted the patient¿s records. It was noted that the patient was redirected to device registration for implant records and to the previous managing hcp. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with the healthcare professional (hcp) or manufacturer¿s representative. It was stated that there was an appointment set for september (it was noted that the date was partially illegible and it was not clear what exact date was indicated). The patient stated that the device had moved and would not take a charge.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the ipg is inconclusive because it remains unknown the root cause of patient recharging difficulties; resolution of the event remains unknown. Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).